Event description:
It was reported that during pre-surgery, it was discovered that the foot control device had a "frayed cord". According to the reporter, the location of the frayed cord was "halfway through the cord". There were no delays to a scheduled surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and evaluated. The reporter's complaint that the unit had frayed cable was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.